Event description:
A malfunction alarm, specifically code malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report back if any further issues arise.